Event description:
Per the clinic, the patient experienced non auditory sensation with device use as well as poor performance. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed june 17, 2016.